Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx drug eluting stent to treat a heavily calcified and tortuous lesion in the mid circumflex artery. No issues noted removing the device from the hoop/tray. The patient had no previous stents. The artery was ballooned several times. The onyx device could not cross the lesion despite several attempts. Excessive force was not used. It was reported that the stent dislodged in the proximal part of artery and partially in guide. The stent was snared into the guide and then pulled everything out safely. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.